Event description:
Patient undergoing arthroplasty, knee, total, robot-assisted, using rosa system (961) and the stryker saw blade fragmented off. The fragment was determined to be outside the surgical field. Unfortunately, the packaging and product information was not retained. The packaging was discarded. We are sharing for awareness.